Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed evidence of an unexplained pump reboot. A visual inspection of the pump revealed multiple cracks in the battery compartment. The returned battery cap was undamaged. The battery cap was unable to fully tighten, however, the pump powered on with no power loss. The battery cap contact measurements were found to be within specifications. There was evidence of moisture contamination inside battery compartment and evidence of moisture behind the display lens. A leak test showed leaks at the battery compartment crack and a cover crack. The pump¿s cover was removed and there was evidence of moisture contamination throughout inside of pump including keypad flex cable and connector. The pump was unable to be run for 24 hours due to an unrelated keypad button response issue. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim and discolored; the keypad unresponsive due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.